Event description:
It was reported the devices were used during a lparoscopic donor nephrectomy. The device outer gasket of the device tore and the device leaked. Another 12mm trocar was eventually opened to complete the case.